Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). No patient symptoms or additional information was reported.

Manufacturer narrative:
Correction: updating g2 with health professional and user facility.

Event description:
Additional information received noted that post-paced t-wave oversensing (pptwos) was seen during remote follow up and successfully reprogrammed.